Manufacturer narrative:
The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. Upon receipt, the pacemaker was interrogated and the pacemaker's memory content was analyzed. The clinical observation was confirmed, the device switched to the battery status "eri" on (B)(6), 2014. However, the battery was not depleted and the battery history was evaluated indicating no elevated current consumption. Therefore, a reset of the "eri" status was successfully performed. Subsequent interrogation yielded the battery status "ok". A stress test under different temperature environments was initiated. The battery status of the device was as expected. During a detailed investigation of the returned device data, it was noticed that the device was programmed with high output parameters (7.5 v @ 1.25 ms) on (B)(6), 2014. It is assumed that this high output program led to a temporary increase of the battery impedance which induced the subsequent "eri" status. The "eri' battery status was not triggered by a permanently depleted battery. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the analysis revealed that the battery status "eri" was not declared by a premature battery depletion. Instead, a temporary increase of the battery impedance in combination with an extreme high output program led the device to switch into the battery status "eri". After a reset of the "eri" battery status the device proved to be fully functional.

Event description:
Ous MDR - this pacemaker was used as a replacement for another that had reached eri. This pacemaker was programmed to 5v@0.75 ms. While the device was still in the box, the service life showed to be 6 years, 2 months. The physician noted the device was not capturing. With the 5v, 0.75ms, the device after implant showed a service life of 1yr 4mo since the pacing impedance was 136 ohms. After changing the pacing amplitude to 7.5v 1.5ms the service life showed < 1 month. Since it was getting late, the cardiologist decided to wait until the next day, hoping the situation will stabilize. However, when it was interrogated the next day, it was at eri and impedance was 195 ohms. Capture can be achieved at 4.5v, 1.5ms or less. The decision was made to alter the position of the lead and capture was improved to 0.7v, 0.5ms, 234 ohms. Since the device is still at eri, the decision was made to explant the device and replace it with another device.